Event description:
A technologist attempted to cause a collision by pressing on the collimator face to halt an un-expected detector motion. However, motion continued and eventually halted when it reached its minimum radius. The detector came in contact with the pts chest however, did not result in any injury.